Event description:
It has been reported to philips that the device has a loose charging port, which physically moves in and out, and as such is causing issues with charging. The device was not in clinical use and no patient or user harm.